Manufacturer narrative:
With further troubleshooting, it was noted that when the inspiratory positive airway pressure (ipap) is lowered to below 14, the issue goes away. The customer tried replacing the power management pcba, but the issue remained. The remote service engineer recommended replacing the power supply.

Manufacturer narrative:
The customer replaced the power supply to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is giving an error indicating that it is running on internal battery. When connected to ac power, the error message comes up. It was reported that there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The unit is switching from ac to battery at the beginning of a higher air flow, during every change of pressure.